Event description:
No details for the moment. (B)(6) 2015 valve has been revised.

Manufacturer narrative:
Gtin: unk. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected; a clear liquid was noted inside the valve. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was tested for programming and failed the test; during the programming process the cam mechanism did not move. The valve was then pressure tested up to 150mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported. The cam magnets were also tested and no defects were found. A review of the history device records confirmed the valve product code 82-3100, with lot crbdbl, conformed to the specifications when released to stock on the 11th march 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.